Manufacturer narrative:
Initial reporter phone number - (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was "plastic material" in a 500ml intravia empty container. The issue was discovered after compounding unspecified solution into the bag using either a 16 gauge or 19 gauge needle. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The device was returned and an evaluation is complete. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Visual inspection was performed and noted a single fibrous particle of light color and neutral buoyancy in the bag. Since the solution in the bag was unknown, further analysis of the particle could not be performed. The reported condition was verified. The cause could not be determined. Should additional relevant information become available, a supplemental report will be submitted.